Event description:
Wolf cautery cord "exploded" and shot flames during a laparoscopy case. No injuries to pt. Explosion occurred in the cord itself, approximately 1/4" from the connector to the laparoscopic scissors.